Manufacturer narrative:
Additional information was received that there was no over delivery of pressure. The unit alarmed because the pressure limit set by the customer had been reached. The pressure set matched the pressure that was delivered. Additionally, the pressure was temporary as it only lasted during the inhalation. The unit was functioning as it was designed. The customer eliminated the alarm by increasing their set pressure limit. H3 other text : additional information was received that there was no over delivery of pressure. The unit alarmed because the pressure limit set by the customer had been reached. The pressure set matched the pressure that was delivered. Additionally, the pressure was temporary as it only lasted during the inhalation. The unit was functioning as it was designed. The customer eliminated the alarm by increasing their set pressure limit.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. UDI# (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.